Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) dka [diabetic ketoacidosis] the push button is missing [device issue] penfill holder doesn't fit with the mechanical part. [Device connection issue] after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "dka(diabetic ketoacidosis)" with an unspecified onset date , "the push button is missing(device component missing)" with an unspecified onset date , "penfill holder doesn't fit with the mechanical part.(device connection fit issue)" with an unspecified onset date , "after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin(device failure)" with an unspecified onset date and concerned a female patient born in 2012 who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) (34 iu, qd(started 3 months ago)) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill (insulin as part 100 u/ml) (dose regimen 1: unk(started 3 years ago), dose regimen 2: unk(increased dose)) from unknown start date for "type 1 diabetes mellitus", patient's height: 152 cm. Patient's weight: 47 kg. Patient's bmi: 20.34279780. Current condition: type 1 diabetes mellitus (from ??-(B)(6) 2023). On an unknown date (2-3 weeks ago) in the first pen, the push button is missing. Additionally, the penfill holder did not fit with the mechanical part. In the second pen, after adjusting the dose counter to the required dose and pressing the dose button, the pen did not inject insulin. The reporter stated that her daughter was hospitalized in the ICU due to dka (diabetic ketoacidosis) and due to the increase in acetone level (blood ketone body) which was +3 (exact value and unit not reported) which occurred as a result of the two novopen 4 issue patient was in ICU and was treated with intravenous treatment(unspecified) and correction doses of novorapid in ICU intravenous. Patient was discharged 2 days after her admission date. The increase in acetone was accompanied by hyperglycemia as her post prandial blood glucose (blood glucose) reached 270 mg/dl after eating her meal and taking her dose of insulin. Her last fasting blood glucose levels (blood glucose) was 84 mg/dl. Her last random blood glucose (blood glucose) was 70 mg/dl. It was reported that needle was attached to the pen in 180-degree angle, stored the insulin at room temperature 20-25-degree celsius, the patient didn't change from any novopen to current novopen 4. Batch numbers: novopen 4: unknown tresiba penfill: requested novorapid penfill: requested. Action taken to tresiba penfill was not reported. Action taken to novorapid penfill was reported as dose increased. The outcome for the event "dka(diabetic ketoacidosis)" was recovered. The outcome for the event "the push button is missing(device component missing)" was not reported. The outcome for the event "penfill holder doesn't fit with the mechanical part. (Device connection fit issue)" was not reported. The outcome for the event "after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin(device failure)" was not reported. Reporter's causality (novopen 4) - dka(diabetic ketoacidosis) : unknown the push button is missing(device component missing) : unknown penfill holder doesn't fit with the mechanical part.(device connection fit issue) : unknown after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin (device failure): unknown company's causality (novopen 4) - dka(diabetic ketoacidosis): possible the push button is missing (device component missing): possible penfill holder doesn't fit with the mechanical part. (Device connection fit issue) : possible after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin (device failure): possible. Reporter's causality (tresiba penfill) - dka (diabetic ketoacidosis): possible the push button is missing (device component missing): unknown penfill holder doesn't fit with the mechanical part. (Device connection fit issue): unknown after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin (device failure): unknown. Company's causality (tresiba penfill) - dka (diabetic ketoacidosis): possible the push button is missing (device component missing): possible penfill holder doesn't fit with the mechanical part. (Device connection fit issue): possible after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin (device failure): possible reporter's causality (novorapid penfill) - dka (diabetic ketoacidosis): possible the push button is missing (device component missing): unknown penfill holder doesn't fit with the mechanical part. (Device connection fit issue): unknown after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin (device failure): unknown company's causality (novorapid penfill) - dka (diabetic ketoacidosis): possible the push button is missing (device component missing): possible penfill holder doesn't fit with the mechanical part. (Device connection fit issue): possible after adjusting the dose counter to the required dose and pressing the dose button, the pen doesn't inject insulin (device failure): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b company number reference ID #: (B)(4). Reference notes: